Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a device does not function because the top switch of compact air drive jams. This complaint involves one device. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
A service history review was completed: during the previous 6 months, the item was returned on april 23, 2014 due to service. A service and repair evaluation was completed: the device failure reported by the customer could be confirmed. The service history review shows that the previous service condition from april 23, 2014 is not relevant to the current complaint issue. The service technician noted the action taken as repair. The device has been serviced and functional testing has been performed in accordance with service manual. During the pre-repair diagnostic assessment, the service technician identified the failure code as trigger / slider blocked, jammed. The service technician identified the probable root cause as care and maintenance faulty. The device as repaired and returned to the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.